Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and mesh was implanted. Following the procedure, the patient experienced pain and continuous infection with fever. It was also reported that the mesh started to migrate and came through the vaginal wall. The patient underwent two mesh removal procedures on unknown dates and is due for the third procedure on (B)(6) 2015. Additional information has been requested.